Event description:
The hospital reported that the engstrom was being used on a pt for three days when it stopped delivering breaths. The clinician was alerted when the phillips spo2 monitor began alarming for low saturation (81%). The pt was reportedly manually ventilated while the engstrom was replaced. The pt was stabilized. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.